Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller (aic) stated that the device was defective and to replace the impella cp. A new impella pump was dropped and prepped. Once it was connected to the aic, it was unable to recognize the new impella. The decision was made to replaced the aic and once the new aic was connected to the pump, both devices functioned normally. The pump is being sent back for investigation.

Manufacturer narrative:
The investigation for the reported pump not starting has been completed. The pump was not returned for evaluation. However, data logs were reviewed which showed the left logs from the case do not show any positioning issues of the pump. ¿impella position in aorta¿ alarms were triggered at the beginning of the case but were resolved before hemolysis occurred. No suction alarms were triggered, no motor current spikes were observed. Clinical details note that the impella pump but plugged into the aic but was unable to detect pump. Aic was switched out and new aic was able to detect pump without issue. A separate investigation was conducted for the aic and it was found that there was contamination of the pump receptacle that caused the "impella defective" alarms and pump not detected alarms. No problem was found with the pump as the pump not detected was due to an issue with the aic pump receptacle . Clinical details noted that patients free hemoglobin (pfhg) was elevated on day 2 of support, pump was repositioned and correct positioning was checked with imaging. On day 4 of support, pfhg was noted to be trending down. No indications of any hemolysis troubleshooting techniques were performed. The root cause of the hemolysis cannot be determined as insufficient clinical information was provided and data logs did not indicate any positioning issues. Added- h6 clinical code 1886. D4-updated model number. Added-d6a/d6b.